Event description:
The customer reported experiencing high blood glucose. The caller stated that the paramedics were called the night before due to his high blood glucose and he also lost consciousness. The blood glucose reading was 575mg/dl. The customer stated that he was taken to his family doctor and he does not feel comfortable providing manual injections and the insulin pump. The customer was advised by the nurse that the medication he is taking may have caused his glucose level to rise. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.